Event description:
Drug/diluent: sensorcine (B)(4). Fill volume: 300ml. Flow rate: 5ml. Procedure: left total knee replacement. Cathplace: left knee surgery site. The catheter broke during removal of the pump from the patient. The pump was removed prior to the patient's discharge. During removal of the catheter, the rn noticed resistance. The physician removed the catheter and found that the tip had broken off and remained in the patient. The pump was placed after surgery on (B)(6) 2011 and removed on (B)(6) 2011. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed.